Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was short circuited which made the whole station to shut down. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that black screen on station. The field service engineer (fse) diagnosed drawer 6.1 using a meter and found the drawer controller defective. Then replaced the controller board, inspected the pyxibus, retractor band, and row board cables, and confirmed no debris on row boards. Diagnostics verified the drawer functioned properly. The system functioned as intended after the field service engineer (fse) repaired the device.